Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event summary: it was reported that after approximately 2 years in vivo, the zweymueller stem was revised on (B)(6) 2010 due to loosening and sintering of the stem leading to leg length discrepancy. Review of received data: further due diligence to support the conclusion was completed and documented in diligence log dl1335846. X-rays: x-rays dated (B)(6) 2020 and (B)(6) 2020 have been received and are not relevant for this event. Revision surgical report: the revision surgery report dated (B)(6) 2010 has been reviewed. Diagnosis: loose hip endoprosthesis t84.0 on the right hip side. Indication: state after implantation at another hospital approximately 2 years ago. Postoperatively there was sintering of the zweymueller hip stem possible due to a mild infection. The conical screw cup seems radiolocial well seated. There is a leg legnth discrepancy of 3cm. Screw cup is planned to reimain in situ, stem should be revised to a revision stem and archive egal length. Report: extraction of loose hip stem. Implantation of revitan stem. No conspicuousness has been reported. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation this device is intended for treatment. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that after approximately 2 years in vivo, the zweymueller stem was revised on (B)(6) 2010 due to loosening and sintering of the stem, which might have been caused by a mild infection. This lead to a leg length discrepancy of 3cm. The product identification numbers remain unknown, therefore no production records could be reviewed. Based on the limited information available, the investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Medical products: unknown cup hip impl win gen; part#unknown; lot#unknown, unknown head hip impl win gen; part# unknown; lot#unknown, therapy date: (B)(6) 2010. X-rays, surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation..as no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision due to loosening.